Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a patient contaminating the patient line. The report was not confirmed due to lack of product sample. A batch review was not performed because the lot number was unknown. Based on the information obtained from baxter's investigation, the root cause of the reported condition was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's (B)(4) to request assistance on the home choice (hc). Per the initial report, the home patient (hp) stated she compromised the patient line during the set up. The technical service representative advised the hp to cycle power and restart the set up with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. The home patient (hp) returned the call made by (B)(4). The hp stated she could not recall what happened the night she called or how the patient line was compromised. The hp stated she was able to continue therapy without any issues and was doing well on therapy overall.